Manufacturer narrative:
Product event summary: analysis confirmed that the programmer did not power up; it started to power up and then the screen immediately faded and shut down. The programmer powered up with a known good computing platform. Analysis also found the covers on left side were missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer failed to boot on power up. It was noted that all the lights flashed and then the screen went blank. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.